Event description:
It was reported that this right ventricular (rv) lead from a different manufacturer that was fractured. The physician elected to explant the lead and implant a new subcutaneous implantable cardioverter defibrillator (s-ICD) system. No further information was provided. No adverse patient effects were reported outside of the replacement procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).